Manufacturer narrative:
Submit date: 5/6/2016 the returned sample was analyzed and found that the balloon was burst / broken as per the reported condition and no other abnormality was observed. The area of burst was magnified and the deterioration point was clearly identified. These ruptures or deteriorations can happen if the balloon or rubber products are in contact with any chemical or lubricant made from petroleum base. The use of a petroleum based chemical during the handling of the catheter can cause rubber properties to become deteriorated and ruptured. This chemical or lubricant usually is used by the doctor or nurse during handling of the product while inserting the catheter into the patient. This product was manufactured according to the device master record. No deviations were noted and all quality control inspections had been fulfilled. As the reported condition was not induced by the manufacturing process, further action is not required. Furthermore, there is a statement stating, ¿do not use with lubricant having petroleum base¿ displayed on the packaging. Corrective action will be limited to manufacturing awareness. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purpose.

Event description:
Covidien became aware on 4/29/2016 that a customer had an issue with a urology catheter balloon burst with fragmented pieces. The customer states that the patient was drained at the beginning of the afternoon. The patient heard a broken plastic noise and felt a pain inside his stomach. The patient stood up and the device fell onto the ground. The device burst inside the bladder. As a result, the patient experienced pain; however, there was no bleeding.